Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental repot will be submitted.

Event description:
It was reported that a spectrum pump displayed a single occurrence of system error 322 in the history log. Any pt involvement, injury, or medical intervention is unk. It was also reported that the device would not be returned.